Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a failed battery test and a battery out of limit alarm from his insulin pump. The customer's blood glucose level was 72 mg/dl. The customer stated a battery change resolved the alarms. Troubleshooting was declined. The product is not being returned. Nothing further was reported.